Manufacturer narrative:
The device was received for evaluation. During functional testing, 'when you try to shut off the pump it says you need to close the door even though the door is already closed' was reproduced. A review of the event history log revealed "shut door - power off" messages a service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause was identified to be failed upper hook switch. The upper auxiliary requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump says you need to close the door even though the door is already closed. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.